Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735339r, serial/lot #: (B)(6), g2: this event occurred in italy, see section e. H6: no products were returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that optical mode was not working. The optical instrument was not detected by the camera. There was no patient involvement. Additional information was received. It was reported that the issue was related to the camera, not the instrument. It was observed during preventative maintenance (pm).

Event description:
It was reported that during planned maintenance (pm), it was observed that optical mode was not working. The optical instrument was not detected by the camera. There was a camera malfunction. The red led was on. The manufacturer representative (rep) logged into the device in admin mode and used the network device interface (ndi) toolbox configuration utility. In the camera status section, the rep detected a hardware fault. There was also an illuminator hardware fault.

Manufacturer narrative:
H2: additional information provided in b5. H3: a medtronic representative went to the site to test the equipment. Testing revealed that the positioning sensor unit (psu) [product: 9735339r, lot: unknown] was replaced. The navigation system then passed the system checkout and was found to be fully functional. H6: fdm b01, fdr c08, fdc d02 are applicable to the system checkout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.